Event description:
See also manufacturer reports 2032545-2007-03918 and 2032545-2007-03919. The hcp reported that while placing a bravo ph monitor, the capsule attached to the patient's esophagus, but did not deploy from the delivery system. The capsule was pulled off of the esophagus upon removal of the delivery system from the patient. Two other attempts were made with new devices which had the same failure. This was the third and last attempt and this time the plunger was rotated until it broke. Assistance was requested by the physician for the next case. The patient experienced minor bleeding which required no medical intervention.

Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.